Event description:
The ergotron mount collapsed causing the monitor to fall to the floor narrowly missing the pt, however causing injury to the nurse. The nurse was positioning the monitor for viewing when suddenly the monitor fell from the ceiling and crashed to the floor. The monitor was being used during an endoscopy procedure. The monitor was being used to visualize the internal organs and confirm placement of the tube in the gastrointestinal tract. The nurse held on to the monitor and pushed it away from the patient. This action resulted in back pain for the nurse. The employee outcome is unknown. However, they did have follow-up with employee health. The monitor placement is specific to the mounting dock which was in compliance with weight limitations. Stress cracks were found in several of the four devices. They were reported to the manufacturer and removed/placed with new devices. It is unknown if the device arms, mount and monitor parts were part of a routine preventative maintenance program. Device usage problem: device failed.